Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that for the past two weeks the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer reported blood glucose level was 180 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.